Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the e-belt's distribution node (dn) to rear te cable was pulled from strain relief. The root cause for the damaged cable was unable to be positively determined but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that there were exposed wires on his electrode belt. The patient was issued a replacement electrode belt.